Event description:
Additional information received reported that around (B)(6) 2015, the patient was getting weird messages on her equipment. The patient met with a manufacturing representative who determined her battery was good and she received a patient programmer replacement. Later, the patient's implantable neurostimulator (ins) had reached end of service (eos). The patient inquired what type of new equipment would come with her new ins. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377775, lot# n0036681, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# n0036681, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The patient reported the implant had reached end-of-service (eos) status. The patient was not able to communicate with the implantable neurostimulator recharger (insr). The patient stated she spoke to her manufacturing representative (rep) last week and rep told her the issue was likely with the patient programmer. She was not getting connected but insisted that she wanted her programmer replaced. The last time the patient felt stimulation was the past couple of weeks. The last successful charge session was 1 month ago. The patient thought the issue was with her programmer. The patient programmer was showing poor communication since (B)(6) 2015. Her stimulator was "zapping her" in a crazy way ((B)(6) 2015) when she would lay down. She just stopped using her stimulator. She has not felt stimulation since (B)(6) 2015. She has not been able to connect to her recharger since (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported corrosion was found in the programmer battery cartridge. No out of box failure was reported. The patient's implantable neurostimulator (ins) was at end of service (eos) and she would be having a replacement in the near future.